Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one endo gia¿ 45mm articulating medium/thick reload opened by the account. Visual examination of the reload noted that it was pre-fired and engaged in interlock with the jaws open. During functional testing, the reload was loaded into a post market vigilance instrument. The interlock was overridden and the reload was then applied to test media, and found to function properly. All staples were placed and test media was cleanly transected. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Replication of the pre-fire condition with interlock engagement may occur if the instrument firing handle had been partially compressed and released after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the reload from firing a second time. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a subtotal gastrectomy, after assembling with idrive ultra the staple didn't not work at all after pushing green firing button. As a result, this cartridge was not able to be used. It wasn't fired. No reinforcement material was used. There was no unanticipated tissue loss. No unexpected bleeding. No further complicated was reported. The surgery was not extended by more than 30 minutes